Event description:
It was reported that a pump malfunction occurred with a malfunction code labeled as malf 0, which was non-resettable. The customer's blood glucose level did not exceed 500 mg/dl and therefore was not adversely impacted. The customer planned to use backup therapy with omnipods to ensure continuity of insulin delivery. Tandem technical support confirmed the customer's shipping address and sent a replacement pump. Additionally, they provided instructions for returning the faulty pump and placing it in storage mode.